Event description:
It was reported that the pump could not be accessed. An x-ray was performed and revealed a flipped pump. The medication was adjusted. A revision was done (B)(6) 2012. The patient was doing well post op without any problems. The pump was delivering morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer model# 8835 serial# (B)(4); catheter model#8709sc serial# (B)(4)implanted: (B)(6) 2012 explanted:unk. (B)(4).